Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive and delayed in responding to touch. Additionally, the pump touch screen timed out faster than expected. Customer¿s blood glucose level ranged between 120-150 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.